Event description:
The customer received a blood glucose reading of 258mg/dl from the contour, retested on a different meter and the reading was 115mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. It was advised to have the strips returned for evaluation. New meter and strips were sent to the customer.